Event description:
The MFR received info from a third party service center alleging a ventilator was not functioning properly. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the third party service center and the customer's complaint was confirmed. The device's power mgmt board were replaced to address the issue.